Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failed.the customer reported that the malfuction occurred when user tried to issue medication to patient and there was a delay in dispensing medication to patient.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed and not detected on bus. A field service engineer replaced pyxisbus controller card to resolve the issue. A field service engineer stated that there was a delay in dispensing in medication to the patient. The system functioned as intended after the field service engineer troubleshooted the device.